Manufacturer narrative:
E1: (initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black. User rebooted the station but unable to recover. Remote smart service was in offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.